Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 2 ,000mcg/ml, 403.2mcg/day, for intractable spasticity. The patient underwent pump replacement on (B)(6) 2015. The catheter was patent and the usual dye study was performed; no issues were noted. On (B)(6) 2015 the patient's pump dose was increased by 10%. The patient went to the emergency room on (B)(6) 2015 with symptoms of spasms, itching, and a blood pressure of 215 (systolic), diastolic unknown. The ER treated the patient with several medications (unknown) as withdrawal was suspected. The ER also called the patient's implanting physician who did not think the pump was the problem. It was not clear what was causing the patient's symptoms. It was noted that the patient had not had a bowel movement and should be checked for bowel obstruction. It was also planned to x-ray the catheter to make sure it was still in the intrathecal space. On (B)(6) 2015 it was reported that the patient was having itching, confusion, severe spasms, and that a kub x-ray revealed bowels full of fecal matter. The patient's mother was going to give him an enema to see if it would help clean him out and make him feel better. He was treated with oral baclofen and intravenous valium. On (B)(6) 2015 it was reported that the patient was admitted to the hospital with a urinary tract infection and that his symptoms had resolved. The patient's medical history includes spinal cord injury. Additional follow-up was conducted to obtain all information relevant to the event, including symptom onset date, diagnostic results and actions/interventions. Additional information indicated that the patient had a dye study on (B)(6) 2015 and the catheter was changed out. The patient was kept in the hospital overnight with the same dose of 2000mcg/ml at a dose of 500.5mcg/day the pump was noted to be fine; the problem was at the anchor site. There may have been a tear at the anchor site because when the spinal incision was opened there was fluid. The surgeon cut the spinal segment above the anchor and csf(cerebrospinal fluid) flowed freely. On (B)(6) 2015, the patient was considered loose and was referred back to the managing provider.